Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, there was a shaft fracture. The physician had predilated the target lesion, of unknown location, with a 2.5x12mm maverick balloon. During the insertion of a 3.0x16mm taxus express2 drug eluting stent (des), the shaft fractured. The distal end of the shaft was able to be recovered. The target lesion was successfully crossed with a second taxus express2 des of unknown size. Additional info has been requested but not received.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.